Manufacturer narrative:
(B)(4). Implant date - unknown date in (B)(6) 2007. Unknown, unknown cup, unknown. Unknown, unknown stem, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10183. Product location unknown.

Event description:
It was reported patient underwent left hip arthroplasty. Subsequently, the patient is being considered for revision due to back pain, hip pain, and elevated cobalt and chrome levels. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on MFR 9613350.